Manufacturer narrative:
Stryker further evaluated the customer's device and determined that the cause of the reported issue device lock up was due to user error. The user was performing a scheduled software upgrade and did not follow instruction properly. The user interrupted the upgrade which resulted in the reported issue. Stryker determined that the cause of the missing magnet was due to bent/stretched magnet retaining clips. The customer received a replacement device, and the returned device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was missing the magnet from the lid of the device. In this state the device will not turn on automatically when the lid is activated, which can cause a delay in defibrillation therapy if needed or may lead to use error resulting in a failure to deliver defibrillation. In addition, stryker observed that the device would reboot and then lock up. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's and verified the observed issues. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was missing the magnet from the lid of the device. In this state the device will not turn on automatically when the lid is activated, which can cause a delay in defibrillation therapy if needed or may lead to use error resulting in a failure to deliver defibrillation. In addition, stryker observed that the device would reboot and then lock up. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.